Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Initial reporter fax: (B)(6). Block h6: medical device problem code a150201 captures the reportable event of hot axios stent failure to deploy for a biliary/gallbladder indication. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The stent deployment hub was received in "2" arrow line position. Functional inspection was performed and the stent was able to fully deploy without problems. No other issues with the stent and delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported event may have been related to procedural and/or anatomical factors encountered during the procedure. It may be that the patient anatomy and/or how the device was handled or manipulated during the attempted deployment of the stent, limited the performance of the device and contributed to the undeployed stent during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on july 09, 2021 that a hot axios stent was to be implanted during a drainage procedure performed on (B)(6) 2021. During the procedure, the stent failed to deploy. Another axios stent was used to complete the procedure. There were no patient complications were reported as a result of this event. The patient's condition after the procedure was reported to be fine. Note: attempts to obtain additional information regarding the indication have been unsuccessful; therefore, this has been assessed for a biliary/gallbladder indication.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted during a drainage procedure performed on (B)(6) 2021. During the procedure, the stent failed to deploy. Another axios stent was used to complete the procedure. There were no patient complications were reported as a result of this event. The patient's condition after the procedure was reported to be fine. Note: attempts to obtain additional information regarding the indication have been unsuccessful; therefore, this has been assessed for a biliary/gallbladder indication.